Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned during a device replacement procedure due to high pacing impedance measurements greater than 2,000 ohms. Pacing threshold measurements had also increased to 4.5 volts at 1 millisecond. The lead was also tested with the pacing system analyzer (psa) to confirm the measurements. A new rv lead was successfully implanted. No additional adverse patient effects were reported.